Event description:
During evaluation, an additional issue of increased intra peritoneal volume (iipv) event was identified in the patient device logs: (occurrence date (B)(6) 2012 at 05:26:24 drain vol: 2627 ml during cycle 4). Fill volume is 1500 ml. There was a patient involved, but no patient injury or medical intervention indicated.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. This issue was confirmed through review of the event history log. The device was sent to service.